Event description:
It was reported to philips that an error ""free space low: delete examinations" was prompted and examination was not possible. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the image processing pc was faulty. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was in use for a planned/non-emergency coronary treatment procedure. The treatment was completed as planned using fluoroscopy after exposure became unavailable. No patient/user harm was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the host pc was not connecting in time with the image processing pc (ippc). As a result, the system's automatic clean-up process was only able to remove patient data from the host pc and was unable to remove the corresponding patient images on the ippc. Therefore, the ippc storage was becoming full of images not connected to the patient data. Manually cleaning the patient/image database was performed to remove the images, and temporarily return the system to use. The fse later replaced the ippc. The ippc has been returned for analysis and no failure was observed. However, review of the system log file showed that an image processor malfunction most likely caused by an inconsistent image store. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.